Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a thermal event to an everflo oxygen concentrator. While lying on the couch, user stated she saw smoke and flames from the concentrator, which she smothered with a blanket. The patient also alleges floor damage caused by fire. There is also evidence of melting and warping down the front and side of the concentrator. Concentrator was plugged into a 6-outlet power strip. Patient is a known smoker who stated she smoked a cigarette outside 30 minutes prior to the fire occurring. Patient did contact 911 two days after occurrence, however there is no further information available. The patient does not want any further contact. There was no report of serious patient harm. There was no report of medical intervention. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer received information alleging a thermal event to an everflo oxygen concentrator. While lying on the couch, user stated she saw smoke and flames from the concentrator, which she smothered with a blanket. The patient reported that they received burn injuries from the device. The patient also alleges floor damage caused by fire. There is also evidence of melting and warping down the front and side of the concentrator. Concentrator was plugged into a 6-outlet power strip. Patient is a known smoker who stated she smoked a cigarette outside 30 minutes prior to the fire occurring. Patient did contact 911 two days after occurrence, however there is no further information available. The patient does not want any further contact. There was no report of medical intervention. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.